Manufacturer narrative:
On 7-aug-2024, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the physician mentioned that when no catheter was through the sheath and there was an unusual amount of blood backflow through the vizigo sheath. The leakage occurred in the hemostatic valve area. There was no damage or dislodgement noted on the sheath itself. The exact amount of blood return was not noted. However, the medical team confirmed that the amount of blood loss was 'small' because 'it only leaked when no catheter was placed in the sheath and the majority of the procedure occurred with a catheter placed in the sheath'. When placing catheters through the sheath, there was no unusual resistance noted. The physician declined a replacement and continued the procedure with the same sheath. No patient consequences were reported. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. Device history record was performed for the finished device number lot 60000371 and no internal action related to the complaint was found during the review. The backflow blood issue reported by the customer was confirmed. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the physician mentioned that when no catheter was through the sheath and there was an unusual amount of blood backflow through the vizigo sheath. The leakage occurred in the hemostatic valve area. There was no damage or dislodgement noted on the sheath itself. The exact amount of blood return was not noted. However, the medical team confirmed that the amount of blood loss was 'small' because 'it only leaked when no catheter was placed in the sheath and the majority of the procedure occurred with a catheter placed in the sheath'. When placing catheters through the sheath, there was no unusual resistance noted. The physician declined a replacement and continued the procedure with the same sheath. No patient consequences were reported.

Manufacturer narrative:
On 26-jul-2024, noted a correction to the 3500a initial as the 1. Manufacturing site name was processed under biosense webster inc (irvine) and should have been processed as freudenberg medical llc. Corrected g1. Manufacturing site name. In addition, corrected g1. Manufacturer site addr. Street line 1, g1. Manufacturer site city, g1. Manufacturer site state code and g1. Manufacturer site zip code and g1. Manufacturer site country code. On 29-jul-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).